Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure involving two resolute onyx coronary drug eluting stents (des), an attempt was made to implant the stent in the tibial peroneal junction, but both stents fell off the balloon. It was noted that this was not a tight stricture and no force was used when attempting to implant the stent. The first stent was was inserted but it was thought something looked off and it was found that the stent fell of the balloon. The stent was retrieved and it was attempted to use another resolute onyx des with the same lot number. The same thing happened with the second stent. This stent was also retrieved and the stent delivery system was removed. Negative prep was not performed for either device. The usual stent prep was completed for both stents. The devices were inspected before use with no issues noted. There was no injury to the patient due to the event.

Manufacturer narrative:
Product analysis: the device was returned for evaluation. The dislodged stent was returned and was noted to be deformed. The balloon had been inflated and so it was not possible to confirm crimp impressions. No other damage noted to the remainder of the device. Additional information: annex d codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: both stents fell off the balloon when attempting to deliver the stents to the lesion. The stents were retrieved back on the delivery system and removed without issues. No intervention was required to remove the dislodged stents. Resistance was not noted when advancing the devices. Excessive force was not used. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.